Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that low, out of range, high voltage lead impedances were observed. No patient symptoms were reported. Further evaluation was recommended.